Event description:
A slow leak in the pilot balloon happened in the operating room (or).

Manufacturer narrative:
It was reported that the pt arrived from or with 7.5 endotracheal tube. Anesthesia made rt and team aware that a slow leak in the pilot balloon happened in the or. They did a tube exchange and they believe the new ett had a small leak when arriving to the unit. Confirmed through the next couple of hours when the balloon deflated. Tube exchange/reintubation. Tube was exchanged and the patient did not experience sequela from the event. The defect was on the "main" balloon at the junction of the pilot balloon, not the pilot balloon itself. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.